Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead noise resulted in inappropriate shocks requiring a magnet to be placed over device to disable therapy. Patient has been admitted to the facility awaiting doctor decision about explant. Should additional information become available, this file will be updated.